Manufacturer narrative:
The gas delivery system (gds) assembly was not replaced as previously stated. Philips field service engineer (fse) was dispatched to the customer site, and it was determined that solenoid #2 and #4 and the pcba data acquisition board needed to be replaced to return the device to working condition. The fse replaced solenoid #2 and #4 and the pcba data acquisition board to resolve the reported issue. The device passed performance verification testing. The data acquisition assembly and solenoid valves were returned for failure evaluation. Philips repair technician tested the device. No device fault was found.

Manufacturer narrative:
It was reported to philips that the device had a machine pressure sensor failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the gas delivery system(gds) needed to be replaced to return the device to working condition. The fse replaced the gas delivery system (gds) to resolve the reported issue. The device passed performance verification testing. The part was returned and the philips repair technician tested the device. No device fault was found.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
It was reported to philips that the device had a machine pressure sensor failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.